Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd cassette caused pumps to alarm -no disposable- when cassette was attached to pump. Patient used another cassette and pump had no alarm and veletri was infusing. No patient injury was reported.